Event description:
It was reported that during a percutaneous transluminal coronary artery/stent procedure, stent separation occurred. After resistance was felt during a crossing attempt in a left internal mammary artery, not an indicated use of the stent, the delivery system was removed into the guiding catheter, contrary to the instructions for use. This led to separation of the stent from the delivery system. The stent was ballooned and collapsed against the vessel wall. Another co's stent was implanted over the collapsed stent, which produced a vessel perforation. A fourteen minute balloon inflation sealed the perforation and the pt's anticoagulation was reversed.